Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2057 alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The event history log was reviewed and did not note the reported alarm system error (se) 2057. However, the log did note the occurrence of the se 2059 twice on the day of the reported event. The device underwent a visual inspection where no internal or external visual defects were identified. The functional inspection did not verify the reported event, but it did note an unrelated se along with a problem to the main pcb. The main pcb was replaced and the device passed all functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event of se 2057 was verified as a se 2059 and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.